Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener when fired into the area of the coppers ligament. The subject device has been discarded by the user facility. The most probable root cause is likely the result of forces applied while attempted to fixate in the areas of the coopers ligament. However, based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records are not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, a bard/davol optifix straight fixation device was used to fixate an unknown mesh on (B)(6) 2022. As reported, when the fastener was deployed to the area of fixation at the cooper¿s ligament, a broken fastener deployed and the device became jammed. The deployed broken fastener was removed from the patient¿s body. There was no reported patient injury.

Event description:
As reported, a bard/davol optifix straight fixation device was used to fixate an unknown mesh on (B)(6) 2022. As reported, when the fastener was deployed to the area of fixation at the cooper¿s ligament, a broken fastener deployed and the device became jammed. The deployed broken fastener was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener when fired into the area of the coppers ligament. The subject device has been discarded by the user facility. The most probable root cause is likely the result of forces applied while attempted to fixate in the areas of the coopers ligament. However, based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records are not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document a correction to the annex b codes. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.